Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 430 mg/dl. The customer treated with manual injections. The mother stated that her daughter's blood glucose kept going up after changing infusion sets. The customer declined to further troubleshoot.